Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have a crack on display screen which prevents reading of display screen. Customer reported of possibly sitting on insulin pump. Customer's blood glucose was 225 mg/dl. Customer was advised that insulin pump would need to be replaced.